Event description:
It was reported that in situ testing showed all electrode channels suddenly in status hi. As per pt's parents, it is likely that the pt had a trauma at school.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow-up report.